Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the femoral and tibial components at the bone to cement and cement to implant interfaces. Competitor cement was used. It was also reported that the patient has a left total attune knee. It is unknown when the knee was done. The femur looks loose on x-ray and the patient is having pain, so the surgeon revised the knee. The femur was loose and fell off. Cement was stuck to the backside of the femur. The surgeon also did moderate taps on the tibial tray and it came out with no cement stuck to its backside. The anatomic patella was retained. The surgeon used the revision attune set and reamed and broached the tibia and femur. The surgeon reamed a 17mm reamer and used a 16mm final implant. The surgeon also broached to a 30mm sleeve and implanted a partially coated 30mm sleeve. The trial femoral components seated perfectly. During impaction of the final femoral implants, the femur would not seat fully. The surgeon continued with moderate to heavy hits to seat the femur and decided to leave it 2mm proud because he was afraid the femur would break. The anterior flange of the femur ground and scraped along the anterior cortex and was very concerning that this would cause a fracture. Doi: unknown; dor: (B)(6) 2019; left knee.